Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the blade of the gun is not cutting through the tissue. Another visiport was opened and used. There was no patient injury.